Event description:
Procedure type: colostomy closure. According to the reporter: the customer reports that the stapler did not fire properly. The locking lever broke off when the surgeon attempted to fire the stapler. The surgeon had to do further resection of the rectum adding 30 minutes to the operating time. A second stapler was used and the operation was successfully completed.

Manufacturer narrative:
(B)(4).